Manufacturer narrative:
Investigation could not reproduce the complaint. The main pedal is working according specifications. Considering the failure of foot pedal during surgery it may lead to significant surgical delay or postponement of surgery therefore during the retrospective review this would result in a delay, hence reportable. (B)(4). No information reasonable suggests anyone was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Hardware error detected in the main pedal, error message fop 5007. Main pedal must be replaced. Please note it will be returned to zuidland together with the pump.